Event description:
After the start of dialysis, a dialysis machine alarmed blood leak, but the alarm cleared immediately and it was thought to be a faulty alarm. As a facility staff switched out the machine and changed to a back-up machine, the staff noticed blood tinged dialysate when hooking up the couplings to the dialyzer. It was at 15 minutes after blood circulation. The dialyzer was discarded, but the same blood tubing was used with a new dialyzer. The patient was monitored. The patient complained of chest pain. The medication and 02 was administered. The patient was transferred to the hospital and then admitted. The patient was monitored and released 1 day after event. Back to other hospital 2 days after event date and released to home. The patient went back to the first hospital as an inpatient 3 days after event date. The patient still complained of headache 10 days after event date. And was still an inpatient. The patient is slowly improving.